Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. To resolve the issue, customer changed the infusion set and cartridge and resumed insulin therapy. Subsequently, a replacement pump was sent to the customer to resolve the issue.